Event description:
A surgeon reported that following intraocular lens implant surgery, a pt's bcva of 20/40. The surgeon decided to perform a lens exchange. During the lens replacement surgery, the surgeon noted that the original lens was dislocated with one haptic located in the bag and the other outside the bag. Following the lens exchange, the pt's uncorrected visual acuity was 20/50. No refraction has been performed, but the pt pinholes to 20/20. The pt received treatment for increased intraocular pressure following the lens exchange.